Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital.

Event description:
The unit is 3,5 months old. During the night the vent stopped delivering pressure and shut down at approximately 1:56 am, while it was connected to main power supply. It didn't switch to internal battery. Based on our review of the device logs, the device appears to have sounded an alarm when the error occurred in accordance with the device's specifications, but breas medical (B)(4) is awaiting a return of the device to confirm that the alarms are operating properly. The patient's mother awoke at approximately 2:00 am to check on her child and saw the child was without oxygen and becoming blue and the vivo was not operating. She immediately started the vent and has said the unit was then operating fine and child started to breathe again. The device log indicates that the device was restarted at approximately 1:59 am. The child is presently in the hospital and in stable condition, but we don't have any other information about the status of the child.

Manufacturer narrative:
Patient information: under european law, patient information is considered confidential and will not be released by the hospital.

Event description:
The unit is 3.5 months old. During the night the vent stopped delivering pressure and shut down at approximately 1:56 am, while it was connected to main power supply. It didn't switch to internal battery. Based on our review of the device logs, the device appears to have sounded an alarm when the error occurred in accordance with the device's specifications, but breas medical ab is awaiting a return of the device to confirm that the alarms are operating properly. The patient's mother awoke at approximately 2:00 am to check on her child and saw the child was without oxygen and becoming blue and the vivo was not operating. She immediately started the vent and has said the unit was then operating fine and child started to breathe again. The device log indicates that the device was restarted at approximately 1:59 am. The child is presently in the hospital and in stable condition, but we don't have any other information about the status of the child.

Manufacturer narrative:
This submission is for correction of missing follow up report. This is follow-up #1. No other new complaint information has been added.

Event description:
The unit is 3,5 months old. During the night the vent stopped delivering pressure and shut down at approximately 1:56 am, while it was connected to main power supply. It didn't switch to internal battery. Based on our review of the device logs, the device appears to have sounded an alarm when the error occurred in accordance with the device's specifications, but breas medical ab is awaiting a return of the device to confirm that the alarms are operating properly. The patient's mother awoke at approximately 2:00 am to check on her child and saw the child was without oxygen and becoming blue and the vivo was not operating. She immediately started the vent and has said the unit was then operating fine and child started to breathe again. The device log indicates that the device was restarted at approximately 1:59 am. The child is presently in the hospital and in stable condition, but we don't have any other information about the status of the child.